Event description:
Patient called to report left side capsular contracture baker grade unknown and bilateral "scarring." The devices remain implanted.

Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank, the correct date for g.3 is 5/10/2021.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and scarring.

Event description:
Patient called to report left side capsular contracture baker grade unknown and "scarring." The devices remain implanted.